Event description:
Safekey app is reporting this kit as expired. The caller tried 8 kits, all from the same lot, before contacting cs. None were actually used yet as he kept trying new kits during the safekey directed process and contacted us once all 8 were opened and all had the same issue. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.